Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that, during a wrist arthroscopy, the screen of the device stopped working. There was power to the device, and the screen was ¿on¿; however, the screen was blank. It was tried to turn the device off and on (hard reset etc.) But nothing worked. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (they had to switch to using their smith and nephew camera stack and a 2.7mm scope.). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Som) this evaluation determined that the reported event occurred due to a failing som.